Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No returned product was received to allow for a full investigation into the customer complaint. There were no discrepancies noted in the batch record related to the reported complaint issue. The batch record review indicates all required in process checks and testing was correctly carried out. The retain samples of lot received spec. All labels were evident and correct and correspond with the disruption of the product in question, all retain sample pouch flanges measured (B)(4) as per spec. Therefore based upon the evidence provided this complaint is not confirmed. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. This MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from (B)(4) 2011 - (B)(4) 2013.

Event description:
It was reported that one (1) out of ten (10) pouches in the box, one pouch was noted to have a 2 1/4 inch flange, which was stated to be the wrong product in the box.